Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a cerebral aneurism diagnostic procedure using a 6f sheath. Reportedly, the foot did not retrieve correctly, and resistance was noted during retraction of the device. Force was applied to remove the device from the anatomy, resulting in a little tear in the artery. A new prostyle device was used to treat the tear and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a cerebral aneurysm diagnostic procedure using a 6f sheath. Reportedly, the foot did not retrieve correctly, and resistance was noted during retraction of the device. Force was applied to remove the device from the anatomy, resulting in a little tear in the artery. A new prostyle device was used to treat the tear and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. In this case, the IFU deviation would not have contributed to the reported difficulties. The patient effect of tissue injury is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.